Event description:
It was reported that tape not sticking and detached infusion set due to sweat after shower on (B)(6) 2026.

Manufacturer narrative:
E1:name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.